Event description:
New information noted that the lead was capped and replaced on (B)(4) 2018. It was reported that the lead also had a high voltage impedance anomaly. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Transcripts revealed alerts for non-sustained right ventricular oversensing. On (B)(6) 2018, the patient was seen in clinic. The device interrogation revealed that the right ventricular lead had noise. A coil issue, insulation anomaly, or electromagnetic interference was suspected to be the cause of the noise. No intervention was performed at the time. The patient remained asymptomatic.